Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was able to resume insulin delivery and has manual insulin injections available if needed. Customers blood glucose was under 150 mg/dl, but within range.